Event description:
Rptr had internal fixation device at l-4, l-5, s-1 to the lower back. The procedure was called spine plate surgery. Rptr has a fractured or broken screw, metal sensitivity, and pain in extremities. He has senory loss, bladder control problems, impotence, and anxiety. Rptr states no one seems to want to handle his problems due to the liability involved. The dr, his employer and the care center have tried to dismiss his charges. (*)